Manufacturer narrative:
The actual device was returned for evaluation. During investigation is was observed that the housing was deformed and housing is non circular in the cover area. It was further noted that the device failed pre-test for leakage and fitting of lids. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 3 for the same event: it was reported from (B)(6) that during a total knee replacement procedure, it was observed that the handpiece device stopped working while in use with the lid device and saw attachment device. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.